Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 26 mmol/l at the time of the incident but the current blood glucose value was 19 mmol/l at the time of the call. Troubleshooting was performed. The auto mode feature was active and the pump was used within 48 hours of the reported high bg event. The customer currently reporting nausea, dizziness, pain in extremities, diarrhea symptoms related to their high blood glucose. It was unknown whether the customer will continue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
S/w version¿4.11j. Retainer ring =black. Case type =ngp. Customer returned pump for alleged high bgs on event date 10 march 2023. Unit was received with battery cap and found no anomalies on battery cap. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.08720 inches. Unit was successfully downloaded using thump and carelink. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's, nausea, dizziness, and diarrhea during testing. Exposed to moisture is confirmed at the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.